Event description:
It was reported that the patient experienced inadequate pain relief and underwent a spinal cord stimulation system explant procedure. There were no issues postoperatively. The devices were not returned as they were discarded by the medical facility.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: avista MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 7076705. Brand name: avista MRI, upn: m365sc2408740, model: sc-2408-74, serial: (B)(6), batch: 7076534. Brand name: clik x, upn: m365sc43180, model: sc-4318, serial: n/I, batch: n/I.